Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened overwrap packet and empty opened folder of product code b523, lot aj6167 was returned for analysis. As no needle or suture was returned for evaluation, we are unable to investigate further to the issue . A manufacturing record evaluation was performed for the finished device aj6167 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. At the moment of knotting, the braid tore off. No adverse patient consequences were reported.